Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service stating that drain sponge, sterile 2's,2x2x6ply-nonwv he is allergic to the tape. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).